Manufacturer narrative:
Additional information received from engineering analysis indicated that over the past month, the battery voltage has been low and fluctuating on a daily basis. The low and changing voltage may be due to the device being stored at cold temperatures. It was recommended to return the device for analysis if it had not been exposed to cold temperatures. The local field representative indicated the device was in florida and had been interrogated multiple times with the same error message. The device planned to be returned.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was taken out of storage mode and not implanted. Approximately fifteen days later the device declared elective replacement indicator (eri). There was also an alert indicating the lead impedance was outside of normal limits. The device was not implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. The clinical observation observed was a result of normal device operation. The device had been taken out of ship mode and was not connected to a lead for implant, which resulted in the alert messages.